Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 6f/7f was put into the vessel and it couldn't follow the vessel. The patient was not morbidly obese. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The mynx vcd was prepped according to the instructions for use (IFU). Excess force was not applied during insertion of the vcd; however, resistance/friction was experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The sealant and advancer tube remains in the manufactured position. The distal balloon shaft was curved. No other anomalies were observed. The introducer sheath that was used during the procedure was not returned; therefore, a physical evaluation to determine whether there was damage or defect to the sheath that may have obstructed the device path could not be made. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. A review of the manufacturing documentation associated with lot f1729301 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as inability to advance in sheath could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the root cause could not be conclusively determined. However, it should be noted that a torturous vessel and/or damage procedural sheath may obstruct the device path during the insertion step. According to the product IFU, users are warned to not use if components or packaging appear to be damaged or defective. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 6f/7f was put into the vessel, it couldn't follow the vessel. The patient was not morbidly obese. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The mynx vcd was prepped according to IFU instructions. Excess force was not applied during insertion of the vcd; however, resistance/friction was experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.